Event description:
It was reported that during a da vinci s hysterectomy procedure, a wire from the prograsp forceps instrument fell into the patient. The wire was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm customer reported compliant as the instrument was found to be intact with no broken or frayed cables or wires. The instrument was placed on an in house test system and was found to move intuitively in all directions. The instrument was fully function with no damage found.